Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump had a crack on the side of the casing. The customer felt that the insulin pump was over delivering insulin as well. The customer reported a blood glucose reading of 28 mg/dl. Advised that the insulin pump would be replaced. Nothing further was reported.